Event description:
A customer reported two phacoemulsifcation handpieces with no phacoemulsification power during the same cataract procedure. The case was completed using a different system and a different handpiece. There was no patient impact and there was no patient harm reported.

Manufacturer narrative:
Handpiece #2: a visual test was performed to see any abnormalities with the returned handpiece. Visually no problems were found. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The root cause cannot be determined conclusively, as the system and both returned handpieces met specification. (B)(4).

Manufacturer narrative:
The customer reported that the phaco handpiece did not phaco during use. The second handpiece also did not phaco. The cassette was replaced. The third handpiece worked. The company representative examined the system and the reported event was not replicated. The company representative was able to confirm a system message (sm). Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 15, 2010. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece one (1) was manufactured on april 29, 2011. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece two (2) was manufactured on may 30, 2012. Based on qa assessment, the product met specifications at the time of release. A visual test was performed to see any abnormalities with the (first) handpiece, which was returned for evaluation. It was found that significant denting was found on the irrigation line of the handpiece suggesting that the handpiece has been dropped. A full functional test was then performed on the returned phaco handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The root cause cannot be determined conclusively, as the products were found to meet specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: a customer reported that their system had no phaco in their handpiece before the surgery. The account representative assessed the system and was unable to replicate the reported event. The representative found sm 270 and 271 in the event log and performed a pm. The system met alcon¿s specifications per stp. A customer reported that their system had no phaco in their handpiece before the surgery. The ar assessed the system and was unable to replicate the reported event. The ar found sm 270 and 271 in the event log and performed a pm. The system met alcon¿s specifications per stp. (B)(4).